Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) ¿ urinary/bowel problems; undefined recurrence. Additional narrative: it was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2011 due to dyspareunia and slowed stream. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to dyspareunia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that the patient underwent excision of vaginal mesh with cystoscopy on (B)(6) 2014 due to mesh exposure with stress incontinence. (B)(4).